Event description:
While monitoring a critical pt with ards and cardiac compromise, the pt's respiratory rate climbed to 40 from 20. Blood gases were drawn and a change was noted in the ph related to the carbon dioxide level indicating hyperventilation. The sensitivity had drifted, so that a -6cmh20 was required to prevent the machine from automatically cycling (increasing respiratory rate). The pressure manometer only registered -2. Also noted was that the peep had twice drifted down from 17 to 13 & 14. The pt had decreased cardiac output which may have been aggravated by the incident until this event.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: other. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.